Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
Customer reported that her adc blood glucose meter would not power on with button press or test strip insertion. Customer further reported experiencing symptoms of dizziness and headache. The customer presented to the hospital on (B)(6) 2019 at 1:00 am, where her blood glucose level was measured at "almost 400 mg/dl". It is presumed that the customer received treatment for hyperglycemia, but no further details were reported, as the customer discontinued the call. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that her adc blood glucose meter would not power on with button press or test strip insertion. Customer further reported experiencing symptoms of dizziness and headache. The customer presented to the hospital on (B)(6) 2019 at 1:00 am, where her blood glucose level was measured at "almost 400 mg/dl". It is presumed that the customer received treatment for hyperglycemia, but no further details were reported, as the customer discontinued the call. Based on the information provided, there was no report of death or permanent injury associated with this event.